Event description:
The customer reported that during the reported patient event, the device would not advance past the "connect electrodes" voice prompts; therefore would not recognize a connection to the patient via the defibrillation electrodes. The patient's downtime prior to being found was unknown. Following the reported failure, CPR continued on the patient until a back-up emt unit arrived on scene, which was approximately a 20 minute delay. Patient care continued with the back up unit, however the patient did not survive the event. The patient was in his 70's.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical review on the reported device failure and determined that it is unknown if the reported failure contributed to the death of the patient. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer advised physio-control that they have retired the device from service and will not be returning the device to physio-control for evaluation. The customer has since disposed of the device. The cause of the reported failure could not be determined.